Event description:
Boston scientific received information that during a follow up an x-ray confirmed a right ventricular (rv) lead dislodgement. A repositioning procedure took place. This lead remains implanted and no further adverse patient effects were reported following the procedure.

Manufacturer narrative:
Should additional information become available this investigation will be updated.